Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) all conductors fractured; proximal segment was returned and analyzed. Blood/body fluid was observed on all conductors (not obstructed). Cosmetic depression on outer insulation.

Event description:
It was reported that there was a lead fracture under the clavicle area noticed on an x-ray at a regular follow-up. It was also reported that there was high impedance greater than 9999 ohms and pacing failure. The lead polarity was changed from bipolar to unipolar. The lead was later explanted. No patient complications have been reported as a result of this event.